Event description:
It was reported that the bd autoshield¿ duo pen needle retracted and resulting in the patient not getting the full dose. The following information was provided by the initial reporter: these needles are a new product to the service and on 2 separate occasions following the administration of insulin utilising the correct process the needle retracted and insulin was noted on the patients abdomen (possibility 1-2 units) resulting in the patient not getting the full dose.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd autoshield¿ duo pen needle retracted and resulting in the patient not getting the full dose. The following information was provided by the initial reporter: these needles are a new product to the service and on 2 separate occasions following the administration of insulin utilising the correct process the needle retracted and insulin was noted on the patients abdomen (possibility 1-2 units) resulting in the patient not getting the full dose.